Event description:
Reporter alleged the battery of the blood glucose device exploded while in the meter. It was stated when turning the meter on to test, the battery exploded and the counter turned black from the burning. Reporter alleged the meter became hot and the customer burnt his fingers as a result however customer ran fingers under cold water and no medical treatment was sought or received as a result. A request was made for the return of the suspect product and replacement product was sent.